Event description:
Arjo was informed about the event involving the enterprise 8000x bed. It was indicated that the bed moved unintended. The controls lifted the backrest several times. There was a patient on the bed at time of the event. No injuries were reported.

Manufacturer narrative:
The bed inspection revealed no malfunction. The bed was working as intended. According to the arjo service engineer it seems likely that the patient handset might have been trapped and the button might have been pressed contributing to the unintended bed movement. The instructions for use for enterprise 8000x (746-585 en) include the following information related to the investigated scenario: - "store the handset on the side rail using the clip on the back; this will help to prevent accidental operation of the controls." To sum up, the device was used for a patient treatment when the event occurred. No malfunction was found regarding the enterprise 8000x bed, therefore the bed met its performance specifications. The complaint was decided to be reportable due to allegation of an unintended bed movement. No injury was reported.